Event description:
A post-delivery mother patient generated (B)(6) architect hiv ag/ab combo results with lot 23509li00 on several samples separated from the same tube. The samples were processed at 3 other laboratories with reagent lot 24435li00 with (B)(6) architect hiv ag/ab combo results. The account obtained reagent lot 24435li00 and reran one of the samples with a (B)(6) architect hiv ag/ab combo result. No confirmatory testing was performed. The patient (B)(6) testing was performed for cord blood storage purposes. No additional patient history is available. No impact to patient management was reported. Data provided: ID (B)(6): architect hiv ag/ab combo (B)(6) (lot 23509li00), ID (B)(6): architect hiv ag/ab combo (B)(6) (lot 23509li00), ID (B)(6): architect hiv ag/ab combo (B)(6) (lot 23509li00), ID (B)(6): architect hiv ag/ab combo (B)(6) (lot 23509li00), ID (B)(6): architect hiv ag/ab combo (B)(6) (lot 24435li00).

Manufacturer narrative:
This report is being filed on an international product; list number 4j27, that has a similar product distributed in the u.s., list number 2p36. (B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
To evaluate (B)(6) of the affected reagent lot, three different (B)(6) panels were tested with a retained (B)(6), lot number 23507li00, which contains the same bulk material as lot number 23509li00. The results were found to be within the specifications. Additionally, commercial seroconversion panels were tested which detected the same bleeds reactive as the commercial manufacturer. Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the trending report review determined that there are no related adverse or non-statistical trends. Review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, it is concluded that the (B)(6) reagent lot identified in this complaint is performing acceptably.